Event description:
On (B)(6) 2012 I had essure put in. The day after surgery I was in terrible pain, I called my doctor everyday for 2 weeks..finally I was given an pelvic ultrasound, nothing found. I continued to have pain more focused on the right side of my stomach, very bad stabbing cramping pain, heavy menstrual periods. On (B)(6) 2012 I had my hcg test and it showed that both of the essure coils were not in my tubes. On (B)(6) 2012 I had surgery again for tubal ligation and to have both coils removed. After looking through my medical records it only states that one coil was removed. I have a menstrual cycle every 2 weeks, with very heavy bleeding terrible cramping. I am now trying to find a doctor that can tell me where the other coil is in my body and to see why I am having a menstrual cycle every 2 weeks.